Manufacturer narrative:
The received device had the cannula assembly deployed. The data showed an 0x40 alarm with high pulse widths and a drive stall. The device was connected to a master pdm and a 5 unit test bolus was delivered; the pulse width timeouts were replicated but no drive stall occurred. No damage was found to the drive mechanism; a root cause for the timeouts and drive stall could not be determined. The exposed portion of the soft cannula was found bent; it could not be determined when this damage occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 360 mg/dl. The pod was worn on the patient's arm for between 36 and 48 hours. As treatment, a new pod was applied.